Event description:
It was reported that the patient received inappropriate therapy for svt with rapid ventricular response. It was suspected that mitral regurgitation with enlarged left atrium contributed to the atrial arrhythmia. The patients medications were adjusted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).